Manufacturer narrative:
The initial information was provided by legal. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
The solicitor's firm has been instructed to issue a claim to stryker for components used in a hip replacement.